Event description:
On (B)(6) 2014, when flushing, saline leaked from the insertion site.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.